Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned for evaluation.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 195mg/dl. The customer reverted to an alternate method of insulin therapy.